Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The hp stated they did not check the patient line before connecting. The technical service representative (tsr) explained to the hp that they should always check the patient line before connecting. The tsr had the hp close the clamps, disconnect, and power cycle the hc. The tsr assisted the hp with getting the set out, and explained that they can start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.